Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis. Customer also states that they had some slight cosmetic damages on the insulin pump. Customer¿s blood glucose was unknown at time of incident. The customer declined helpline assistance. Insulin pump will not be return for analysis.